Manufacturer narrative:
A specific cause for the patient's subtherapeutic inr and driveline exit site infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ (B)(4) days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 a driveline exit site culture was found positive for enterobacter cloacae while the patient was admitted for subtherapeutic inr. . The cause of the subtherapeutic inr was unknown. Patient was bridged with bivalirudin until inr was therapeutic. The patient was concurrently treated with unspecified antibiotics. Coumadin was adjusted up to 4mg daily at discharge from the previous 2mg. After inr reached therapeutic level, the patient was discharged home with antibiotic prescription. The driveline infection reportedly resolved on (B)(6) 2017.